Event description:
Surgery on (B)(6) 2012 because of osteoarthritis in the right shoulder with avascular necrosis of the humeral head with severe contractures and loose bodies. Procedure: right total shoulder arthroplasty with repair of lesser tuberosity fracture and repair of the rotator cuff. Revision on (B)(6) 2012 due to posterior instability of right total shoulder with an avulsion of the greater tuberosity. Dislocation noted on (B)(6) 2012.